Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 7.9 mmol/l. The customer stated that she went for a run with her pump and that it was very humid. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.